Event description:
My dexcom g6 sensor begins sending inaccurate glucose levels either very low when blood glucose is high or vice versa. The readings lead to inappropriate response and either hypoglycemia events or periods of hyperglycemia, both of which compromise my health. This has been a recurring issue. FDA safety report ID# (B)(4).